Manufacturer narrative:
The subject device was returned to (B)(4) on (B)(4), but it is still in the process of eval and the cause has not been able to be specified. However, based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked and a damage error occurred. The mfg history of the device from the same lot was checked, which no irregularities were found, as well. The instruction manual of the subject device warns a user "do not grasp or let the probe time contact hard objects such as metal clips or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe accidentally. Particularly during activation, the probe tip could be worn away due to ultrasonic vibration and damage or detachment of the probe may result. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities."

Event description:
When a physician used the subject device for a removal of pancreatic tumor, a probe damage error occurred upon activating output of the subject device and the probe broke. The physician replaced the subject device with a different unit of same model. No more info has been obtained.

Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2015-00101 to provide additional information based on the evaluation of the device. The subject device was returned to olympus medical systems corp (omsc) for evaluation. As a result of evaluation of omsc on may 15, 2012, omsc confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity.

Event description:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required.